Event description:
Initial information received from a customer on (B) (6) 2008: a (B) (6) female received treatment with hyaluronate sodium [hyalgan] for a broken shoulder that healed and later separated. The head of the humerus was reported to be "dead" and she had extreme pain and was awaiting for shoulder replacement. She stated that hyaluronate sodium was very helpful in easing the pain. She had her first round of hyaluronate sodium nine months ago with five injection. Her second round began on (B) (6) 2008. Her third injection of her second round was on (B) (6) 2008. Within ten minutes of receiving the hyaluronate sodium, she had magnetic resonance imaging (MRI) and a computed axial tomography (cat) scan done. After review of the tests her physician advised her that she had lymph node cancer appearing in her neck and underarm lymph nodes. At the time of the report her condition was ongoing and she discontinued hyaluronate sodium. Concomitant medications included morphine (slow-acting), oxycodone and acetaminophen (percocet), zolpidem (ambien), and alprazolam (xanax). No further relevant information reported.